Manufacturer narrative:
Other relevant device(s) are: product ID: evolutr-34-us, serial/lot #: ,(B)(4) ubd: 25-feb-2021, UDI#: (B)(4). Product analysis: the valve remains in the patient and the delivery catheter system (dcs) was not returned, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, while removing the delivery catheter system (dcs), the nosecone of the dcs caught on the valve causing it to dislodge. A second transcatheter bioprosthetic valve was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information was received with the delivery catheter system (dcs) lot number. If information is provided in the future, a supplemental report will be issued.